Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had issue with the display and that water was behind liquid crystal display screen. The customer stated that insulin pump had battery failed alarm and contacts were missing, damaged or corroded. No harm requiring medical intervention was reported. The device will be returned for analysis

Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test or verify partial display/missing segments or battery failed alarms due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, cracked battery tube threads, and damaged serial number label.